Manufacturer narrative:
There are no photo or physical samples available for investigation. Enough information was gathered from the customer consultant and the clinical team to conduct the investigation on outgassing and air in line. A device history record review was not performed as the lot number is "unknown" for this complaint. The root cause of this issue could not be identified without a replicated failure. The potential root cause for the incident is related to clinical use case, and a member of our clinical team has reached out about the issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had air bubbles . The following information was received by the initial reporter with the following verbatim. It was reported by the customer that infusing cold solutions that release air in the tubing as they warm. As cold infusions warm, a process called ¿outgassing¿ occurs that creates air bubbles.